Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 12.5 years to 6.5 years. It was known that the device was undersensing the patient's atrial fibrillation (af) and that the right atrial automatic threshold (raat) had failed, leaving the output at 5v. The ra output was reprogrammed to fixed 2.5v and this changed the predicted longevity to 7.5 years. However, the decrease seems significant so device data was planned to be submitted to technical services for review. Technical services was not able to confirm whether the battery depletion was normal or not as no device data was provided. Technical services noted intermittent undersening of af with the raat going to 5v would likely have attributed to that higher power consumption and discussed programming off atrial sensing to decrease the power consumption and improve the remaining longevity. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the device remains implanted and no device data was provided for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 12.5 years to 6.5 years. It was known that the device was undersensing the patient's atrial fibrillation (af) and that the right atrial automatic threshold (raat) had failed, leaving the output at 5v. The ra output was reprogrammed to fixed 2.5v and this changed the predicted longevity to 7.5 years. However, the decrease seems significant so device data was planned to be submitted to technical services for review. Technical services was not able to confirm whether the battery depletion was normal or not as no device data was provided. Technical services noted intermittent undersening of af with the raat going to 5v would likely have attributed to that higher power consumption and discussed programming off atrial sensing to decrease the power consumption and improve the remaining longevity. No adverse patient effects were reported. The device remains implanted and in service.